Manufacturer narrative:
No device malfunction could be identified. The investigation could not determine why the screws were missing.

Event description:
The customer alleged that he had a fall caused by the interlocking of his shoe between the floor and the bottom of the front panel on the sampler unit on the cobas 6000 core unit. The customer stated the front panel of the sampler was not well fixed and missing the lower mounting screws. The customer stated this additional space contributed to the accident. The field service representative went on site and installed the fixing screws of the panel. The field service representative could not determine when the screws went missing. After the fall, the customer was taken to the emergency room and had an x-ray taken. It was determined the customer fractured the big toe of his right foot during the fall.

Manufacturer narrative:
This event occurred in (B)(6).